Event description:
Note: this report pertains to second of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-07351 for a description of the other event. It was reported to boston scientific corporation in 2008, that an endovive safety peg kits push method device was used during a percutaneous endoscopic gastrostomy placement procedure performed four days prior. According to the complainant, during the procedure, "the wire would not go through the tubing outside the patient. They tried to use another device and the wire would not go through the tubing". The procedure was completed with another endovive safety peg kits push method device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.